Event description:
The local distributor reported to maquet that while the medical staff was manipulating the light, the light head separated from its spring arm and fell to the floor. The event occurred prior to surgery and there were no patients present in the room. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
The hanaulux (B)(4) series light system is not marketed in the u.s. This report is submitted due to a similarity with devices marketed by maquet in the u.s. A maintenance technician visited the hospital and found the front pivot of the spring arm was broken. The light has been removed from service pending repair. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.